Event description:
Pt was fit with trial purevision contact lenses in 6/02 to wear as extended wear. The pt was a previous daily wear lens wearer, but reported pt often wore lenses overnight. The pt did not return for a 1 week follow-up visit. The following month, pt returned with a complaint that the lens would not move on their eye. Pt was advised to go to the hosp emergency room and pt went the next day. The following day was treated, and referred to an ophthalmologist. The ophthalmologist reports the pt was seen on the following day and diagnosis was an "off center" corneal ulcer right eye. No culture was taken. The ophthalmologist diagnosed iritis on the third visit and treatment continued. Attempts have been made to obtain the contact lens, hosp medical records and current status, but there has been no response.